Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effects of hematoma and tissue damage appear to be related to patient/procedural conditions. The reported patient effects of hematoma and tore artery (tissue damage), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The cds is being filed under a separate medwatch report.

Event description:
This is filed to report the hematoma and torn artery which was treated surgically. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the anatomy. The clip delivery system (cds) was advanced, and the leaflets were grasped without issue, reducing the mr to 1-2+. When establishing gripper line (gl) removability, the gl did not move. Troubleshooting was performed, but the gl did not move. The cds was removed and the mr remained at 4. At this point, a large hematoma was noted at the access site of the right groin. The decision was made to discontinue the procedure. The access site was stitched and manual compression was held for one hour. Anticoagulation was also reversed. It was noted that the steerable guide catheter (sgc) contributed to the hematoma. The next morning, the physician stated a vascular surgeon performed a cut down and noted an undocumented av fistula from a prior cath procedure. It was determined that during access puncture, the artery tore. The fistula and femoral artery were surgically repaired. The patient is stable. No additional information was provided.